Event description:
An implant patient registry (ipr) card was returned indicating that a sapien xt valve was implanted two months following the implantation of a sapien valve. Upon investigation it was learned that the patient originally underwent an attempted off-label transcatheter aortic valve replacement (tavr) via a trans-septal approach on (B)(6) 2012. The physician was unable to cross with the sapien and the valve was deployed in the patient's inferior vena cava (ivc). The patient was presented and approved for a transaortic tavr procedure via a clinical trial, and underwent the successful implant of a sapien xt valve on (B)(6) 2012.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
After the initial report, the following information was obtained from the site: due to the transapical devices not being available at the time of the initial transcatheter aortic valve replacement (tavr) procedure, the physician decided to deliver the sapien valve via an antegrade transvenous trans-septal approach. After crossing the interventricular septum, the delivery system got caught in the mitral valve, so the physician backed it out and deployed the sapien valve in the inferior vena cava (ivc).the edwards sapien transcatheter heart valve is not indicated for delivery via a transvenous trans-septal approach. As a result, the potential adverse events associated with this approach have not been described. Per the IFU, the retroflex 3 delivery system is indicated for transfemoral delivery of the sapien valve.in this case, it appears that the off-label approach used in this case led to the delivery system getting caught in the mitral valve and the subsequent need to deploy the valve in the ivc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.